Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. A sample was not available for evaluation. The root cause identified is "misconnection of supply and return lines". The reported event was confirmed use related as the reported event was corrected via proper connecting technique. A DHR review was not required because the investigation was confirmed as use related. The instructions-for-use were reviewed and found to be adequate. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting this morning and alerting again while on the phone with 02 low flow. Patient temperature (pt) was 33.1c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 0.6 l/m. Neonatal pads in use. Walked through stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines and made sure there were no bends or kinks. Water flow rate (wfr) was stabilized at 1.4 l/m. Per follow up information received via task on 18nov2024, spoke with charge nurse who confirmed this patient completed therapy. If no further calls were made to the helpline, they assumed there were no other malfunctions and denied any pads being kept in office.

Event description:
It was reported that the arctic sun device alerting this morning and alerting again while on the phone with 02 low flow. Patient temperature (pt) was 33.1c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 0.6 l/m. Neonatal pads in use. Walked through stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines and made sure there were no bends or kinks. Water flow rate (wfr) was stabilized at 1.4 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.